Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt commented during call that her ins implanted (B)(6) 2020 kept moving around and flipping around in the pocket because pocket was too big so it was replaced (B)(6) 2021 with new ins. The new ins was placed higher that previous location per pt. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.